Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. The patient reported three instances in which each event has similar details but occurred on different event dates, this is 3 of 3. Please see the following related complaint records (B)(4) and (B)(4).

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient reported three instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced a hypoglycemic episode. She reported waking up feeling fatigued, with the next memory being her son attempting to wake her. At that time, her blood glucose (bg) meter reading was 40 mg/dl. The dexcom continuous glucose monitoring (cgm) device was reportedly ¿not working,¿ although no specific error message was recalled. The patient was wearing a tandem insulin pump during the event. In response, the patient¿s son administered a peanut butter sandwich and juice. Following treatment, the patient¿s bg reading increased to 75 mg/dl. The patient did not seek medical attention and reported feeling ¿fine¿ at the time of documentation. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.